Event description:
It was reported that the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited the white part of the device (probably the tissue pad) was a little thin. The issue occurred during an unspecified therapeutic procedure. The procedure was completed with an olympus back-up device. There were no reports of patients¿ harm.

Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure for the wear was confirmed and the error was not confirmed. The root cause could not be identified. Based on the results of the investigation, although the error was not confirmed, the most probable cause occurred by the following mechanism: 1. Grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to intensively wear out. 2. The grasping section and the probe came into contact due to wear of the tissue pad. 3. The output was activated while the grasping section was in contact with the probe. As a result, a contact mark was developed causing an error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.